Manufacturer narrative:
Additional information: h6, h11. H11: the device was not received for evaluation; however, the device was evaluated on site by a qualified service engineer. The engineer disassembled the machine, and visual inspection showed that the ultrafilter holder silicon adapter head was cracked, which allowed the reported leakage. A service history review was performed and found that the device has been serviced within the last 24 months for a similar issue of leakage. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the leak was the broken component which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed "flowing out from the bottom" of an ak 96 machine during hemodialysis therapy. The machine was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.